Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that no problem was found with the head section of the bed, so the original complaint issue was not confirmed.

Event description:
Outer frame of the bed head is bent causing the bed to not work right.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Outer frame of the bed head is bent causing the bed to not work right.